Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports the staff were performing an undetermined urology procedure when system fluoro failed. Staff completed the procedure using a portable c-arm fluoro unit. No reported injury. Customer provided no pt or procedural detail other than to say the procedure was completed with no further problems.